Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to operational context. However, the analysis confirmed the torn clip cover. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported gripper actuation issue, physical resistance and torn clip cover could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. The second mitraclip was advanced, but when the doctor pulled back on the gripper lever (gl), only one gripper actuated. The gl had been pulled back 2 cm past the blue line on the lever. Troubleshooting steps were done, but did not resolve the issue. The second mitraclip was removed undeployed. A new mitraclip was inserted and deployed without incident. Mr was reduced to grade 1. After the second clip was deployed, the patient's oxygen saturation was dropping and a left pneumothorax was identified. A thoracic surgeon placed a chest tube. The pneumothorax is not related to the mitraclip device. There were no adverse patient effects related to the mitraclip device and there was no clinically significant delay in the procedure. No additional information.